Event description:
The customer reported "fluid dripping on the front right side of the aer." The machine was down and the customer stated that the instruments were not fully covered or submerged in cidex opa. There were no physical complaints reported. The asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
Capital equipment, evaluated at customer site. The fse found leakage from heater assembly on disinfectant tank. The fse installed a new tank and verified no leakage from aer. The fse performed all test and returned customer system settings to 2min wash/5min disinfect/80 cycles after replacing opa solution. The fse confirmed successful test cycle and no signs of leakage. System returned to service. Disinfectant tank.